Event description:
In 1999, I had corneal tear when cutting the "flap" during the lasik procedure. After the full procedure, I had extreme star-burst images and full double images. These persisted for about 3 years when they started to decrease in severity. I eventually needed a prescription for trifocal glasses to correct the faulty vision. I still have a minor to moderate star-bursts and some double imaging. The doctor who performed the lasik procedure finally dropped me from his care. He didn't want me interacting with the other pts about my bad lasik experience. I have recently been diagnosed in 2008 - as having chronic corneal erosion syndrome caused by the lasik procedure.